Event description:
Boston scientific received information that this implantable defibrillation lead exhibited an out of range shock impedance measurement. Additionally, electrogram noise was observed on the shock portion of the lead. The clinical observations were able to be reproduced with patient isometrics. Defibrillation threshold (dft) testing revealed no anomalies. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information has been provided that this is a device specific issue, not a lead issue.

Event description:
Additional information was received that an x-ray of the device header was performed, which revealed no lead/header connection anomalies. The local field representative noted that shock impedance measurements were within an acceptable range when the lead was programmed to a triad configuration. Out of range shock impedance measurements were observed, however, in all other programmed configurations. No additional electrogram noise was observed on the shock channel. Boston scientific technical services (ts) discussed programming options. No adverse patient effects were reported.

Manufacturer narrative:
Available information suggests that this lead remains implanted an in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient passed away 6 years later with no additional information linking the death to the previous reported observations. The device was explanted and returned for analysis.